Event description:
It was reported that during a laparoscopic gastric bypass procedure, the jaws of the instrument did not open to release the tissue. The hospital stated that the instrument broke at the articulation joint and even though the instrument handle on the outside of the abdomen were opening, the instrument jaws were not opening. The procedure was still completed laparoscopically. There was no patient consequence.